Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 380mg/dl with drowsiness, increased thirst, increased urination, nausea, and dizziness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting determined that the user did not respond to an alarm in a timely manner and was not priming the infusion set tubing with enough insulin. No pump defects were found related to the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings:a review of the black box indicated a ¿replace cartridge¿ alarm occurred on (B)(6) 2014 at 01:29 and deliveries resumed at 02:17. A ¿loss of prime¿ alarm related to a cartridge change occurred on (B)(6) 2016 at 06:56 and deliveries resumed at 11:23. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.